Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues removing the battery cap. The customer's blood glucose level was 438mg/dl. Troubleshoot was conducted. The customer was unable to remove the battery cap. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. However, the insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind. Unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump had stripped battery cap coin slot, cracked battery tube threads and cracked reservoir tube lip.